Event description:
The reporter stated that during a surgical procedure, the surgeon was putting rods into the construct when the screw broke. It was removed and a different brand screw was used to successfully complete the surgery. There was no adverse outcome for the patient.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.